Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that her one touch ultra 2 meter was reading erratically and reportedly received treatment from the emergency medical services (ems) afterwards. The medical surveillance specialist (mss) spoke with the patent on august 18, 2009 to obtain/verify the following information: that morning, the patient had obtained a "low 200 mg/dl" blood glucose result. Based on the result, she took 10 units of "r500" insulin. Later in the afternoon, the patient started to feel like passing out, sweaty, dizzy, and disoriented. She then tested on her meter and it read "251 mg/dl". Even though her meter result was "high", her grandson advised her to drink orange juice anyway. Her grandson also called the ems for assistance. By the time the ems arrived, she has already drunk 3 glasses of orange juice. Her blood glucose was "50 mg/dl" on the ems meter. The ems did not administer any form of treatment; instead, the ems advised her to drink another glass of orange juice and to eat a big meal. According to the troubleshooting performed with customer service, the correct testing/cleaning techniques were used. Replacement products were sent to the patient. This complaint is being reportedly because the patient allegedly became hypoglycemic after taking insulin based on an alleged inaccurate high meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.